Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with two injections. The customer stated she removed the infusion set and found the cannula was bent. The customer was advised to change locations believes she placed the infusion set in scar tissue. The product was not returned for analysis.